Manufacturer narrative:
One device was returned for repair for display primary audible alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Primary audible alarm background test was found in history. Unable to duplicate concern. No repair needed due to no problem found on speaker, no repair needed to fix the problem. Device passed all functional test.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a primary audible alarm. The event occurred upon turning it on before using it on a patient. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.